Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer did provide picture and video showing location of the shaft breakage (~4cm from the distal end of the handle). The customer's reported complaint description was confirmed via picture and video provided, however, no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Based on details of the event description the patient's tumor was very fibrotic, with great resistance to needle penetration. This is likely a contributing factor to the shaft breakage. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a talon 25cm semiflex probe. During a procedure, the doctor noted that the patient's tumor was very fibrotic, with great resistance to needle penetration. The needle stems opened normally in the first ablation session. However, during the second session, the doctor believes, with the tissue being hard, an inverse tension may have occurred when opening the needle with it curved, and this broke the protection that covers the needle. It was reported the patient was treated in a followup procedure with no issues. It was indicated the reported device is available for return to the manufacturer for a device evaluation.